Event description:
Customer called to report high blood glucose levels (bg's). Customer stated that the infusion site looked fine and the cannula was in place. Cannula was not bent. His bg's ranged 291-393 mg/dl while wearing this pod. He took this pod off and started a new one successfully. Not further issues reported.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.